Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error and the drive support cap was damaged. It was stated that the device was not exposed to a high magnetic field. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to complete the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.